Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: scatter on the screen/foggy. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a leak at the connector end of the cable caused by third party repair.

Event description:
It was reported that there was foggy image.